Event description:
It was reported that the monoblock shell inserter broke while surgeon was impacting dm liner. No patient impact or loss of time noted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h2, h3, h4, h6, h10 a g7 shell inserter, was returned and evaluated against the complaint. Visual inspection found pieces to have fractured from the tip. A small portion of the tip profile remains intact. Scratching, scuffing, and impact marks are present on the shaft and strike plate. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.